Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m146252 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m146252, test base part number 190-430 / lot: m146252. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m146252 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 performed on (B)(6) 2021 on a direct tested nasal swab, both nostrils are are swabbed. Repeat testing was performed and generated positive result. Confirmation testing pcr generated negative results (platform unknown). The customer stated the patient was asymptomatic. The customer reported the patient has to wait for 24hr for pcr test result due to the ID now covid-19 test results. Additionally, the customer reported there was a delay in the patient's treatment as the covid-19 test results are needed for surgery.